Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "large lump" and "indentations" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported after injection "under both eyes" with juvederm ultra plus xc they developed a "large lump" and "indentations" under both eyes, more under the right eye. It was not specified how long after the injection this occurred. Nearly a month after injection the physician's office messaged the symptom sites and provided "vitrase" as treatment. A second treatment with vitrase occurred approximately one month after the initial treatment.